Event description:
The manufacturer became aware of a repaired dreamstation CPAP pro device with a complaint black particles coming out of the device hose. In addition, the patient reported cough and headaches due to the repaired device. The coughing continued for 13 weeks and included headaches. The patient was switched to another device and the coughing subsided after 2 days. There was no report of serious or permanent patient harm or injury. Medical intervention is taken but currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously became aware of a repaired dreamstation CPAP pro device with a complaint black particles coming out of the device hose. In addition, the patient reported cough and headaches due to the repaired device. The coughing continued for 13 weeks and included headaches. The patient was switched to another device and the coughing subsided after 2 days. There was no report of serious or permanent patient harm or injury. Medical intervention is taken but currently unknown. The manufacturer received new information that the device has been returned to the manufacturer as on 11/13/2023, but awaiting evaluation.

Manufacturer narrative:
The manufacturer previously became aware of a repaired dreamstation CPAP pro device with a complaint black particles coming out of the device hose. In addition, the patient reported cough and headaches due to the repaired device. The coughing continued for 13 weeks and included headaches. The patient was switched to another device and the coughing subsided after 2 days. There was no report of serious or permanent patient harm or injury. Medical intervention is taken but currently unknown. The manufacturer received new information that the device has been returned to the manufacturer as on 11/13/2023. An external and internal visual inspection of the device was completed by the manufacturer and found unknown dust/dirt contamination on all surfaces of the base unit, unknown dust contaminate at the air inlet where the filter would be and at the iso port entrance, unknown debris in the tracks of the ui panel, unknown dust contamination on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring, keratin-like substance around the blower box, unknown dust/dirt contamination and fibers on the blower casing/impeller, blower box, and throughout the airpath and white colored open cell silicone foam was also noted. The manufacturer confirmed there was no presence of sound abatement foam degradation in the device and unable to address the patient's symptoms. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that multiple contaminants were inconsistent with degraded sound abatement foam, on/in the device. In the previous submitted report, device problem code was incorrect, which is updated.